Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific received information that there was noise on both the non-boston scientific right atrial (ra) and non-boston scientific right ventricle (rv) leads, as shown from the stored episodes in the arrythmia logbook. The ra lead impedance was greater than 2500 ohms for an unknown reason. The non-boston scientific leads were surgically abandoned and the pacemaker was explanted since it was close to its elective replacement time. A new system was implanted on the right side. No adverse patient effects were reported and the investigation is complete at this time.